Event description:
It was reported that a small volume intermate had a missing top tip (fill port cap). This was identified before use. There was no patient involvement. No additional information is available. This is report 2 of 5.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from september 27, 2013 to september 28, 2013. Evaluation summary: the device was returned for evaluation. Visual inspection found no evidence of a missing top tip. The reported condition was unable to be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.